Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/07/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eyes shows the product is cut in half, most probably to make remove and replacement possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag broke after the implantation of a zcb00 20.0 diopter intraocular lens (iol) into the patient's operative eye on (B)(6) 2018. A vitrectomy was then performed, and the incision was enlarged to remove the lens. A z9002 was implanted as a replacement. Reportedly, the patient is fine post-operatively. No additional information was provided.